Event description:
The customer reported that alcare stockings and scd700 comfort sleeves were attached to the patient who was transported by emergency ambulance due to heat stroke on 06/03 and on 06/05 fist-sized skin tissue trouble (inflammation of the skin) was confirmed on the lower limbs/calf. The symptoms were confirmed as low temperature burns. Worsening/deterioration of the affected area was seen and hospitalization was extended. Photos of the affected area were requested but are not available. The product was discarded at the hospital and no further information is available.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by 1uality, prior to the release of product. A sample was not received for the investigation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate the sample as part of a comprehensive failure investigation. According to the event description, the sleeve was used along with alcare stockings which are not manufactured by cardinal health. The customer did not provide any further information related to the compression provided by the alcare stockings or the configurate pressure set on the air pump. Since the instructions for the correct sleeve use mentions; ¿to ensure the product safety and efficacy, all compression systems kendall scd must only be used with kendall scd sleeves¿ and according to the event, the compression system kendall scd was used with the sleeve and the alcare stockings, it can be concluded that the customer did not adequately follow the instructions for use since kendall scd compression system must only be worn with the kendall scd sleeve. Based on all available information, the most probable root cause of the condition reported could be related to the stockings used during the patient¿s treatment. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.